Event description:
Emergency medical technician responded to a person described as in cardiac arrest. The device was connected to the pt and the analyze button pressed. According to the reporter, the device alarmed "motion detected" and would not analyze the pt's rhythm. The pt was loaded into the ambulance and transport to the hosp begun. At some time during the transport, the device alarmed "check pt" and the ambulance was stopped for the device to analyze the pt's rhythm. The reporter stated the device again alarmed "motion detected" when the analyze button was pressed and would not analyze the pt's rhythm. The pt was not resuscitated.